Manufacturer narrative:
(B)(4). Visual examination of the returned device noted signs of heavy use. Functional testing was also conducted and found the device to be out of specification. Device was subsequently sent for disassembly. The interior of the ratcheting mechanism featured a significant amount of rust on its sprocket. The lubricant inside the device had dried to a thick, cakey consistency with a rust-like color. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the torque wrench exerting more torque than intended cannot be determined from the sample and the information provided. A potential root cause may be lack of lubrication, rust, and damage to the instrument, resulting in the handle exerting excessive torque. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During final tightening of t10-l2 construct, tip of final tightener shaft sheared off inside of a single inner set screw. This occurred due to the torque shaft not snapping off at appropriate torque setting. The tip of the sheared driver was flush with the locking cap and wasn't retrievable. A new torque handle and shaft were provided and all other set screws final tightened successfully.